Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with premature battery depletion. The patient is not pacemaker dependent. The patient will be monitored with a routine follow-up.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found. The cause of the longevity estimation discrepancy could not be determined.

Manufacturer narrative:
Correction - lot #, manufacturing/expiration dates, UDI # and PMA # missing in the initial report.